Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off during use with a patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control downloaded and reviewed the device's electronic records and verified the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off during use with a patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.